Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultraeasy meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The reporter was unable to confirm when the alleged meter inaccuracy began. The reporter was unable to give the exact meter readings obtained and the tests were performed within an unknown time of each other. It is not known how the patient manages their diabetes or if they made any changes to their usual diabetes management routine as a result of the alleged issue. The reporter however claimed the patient attended hospital an unknown time after the alleged issue began in response to the alleged inaccurate high results. It was not specified what treatment was received. At the time of troubleshooting, the csr noted the patient was following the incorrect testing process by using alcohol to clean the finger prior to testing. The csr educated the reporter on the correct testing process. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for an acute complication of diabetes after obtaining alleged inaccurate high readings on the subject meter. The alleged meter issue could not be ruled out as a cause or contributor to the event.